Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported minimal resistance and slight bleeding was not confirmed. Failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar minimal resistance and slight bleeding incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after an interventional procedure. Reportedly, after successfully deploying the clip, minimal resistance was noted, slight bleeding continued. It was suspected that tissue had been captured between the vessel and the clip. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.